Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP REPLACEMENT (THR): PRIMARY TOTAL HIP REPLACEMENT (THR): R3 BIOLOX DELTA CERAMIC LINER: A TOTAL OF FOUR THOUSAND FIVE HUNDRED AND THIRTEEN (4,513) HIPS UNDERWENT PRIMARY THA BETWEEN 24-APR-2008 AND 26-JAN-2026 WHICH A R3 BIOLOX DELTA CERAMIC LINER WAS IMPLANTED. OF THESE, NINETY (90) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THIRTY FOUR (34) HIPS DUE TO ASEPTIC LOOSENING OF THE STEM, THIRTEEN (13) DUE TO INFECTION, TEN (10) DUE TO DISLOCATION/SUBLUXATION, TEN (10) DUE TO PAIN, SEVEN (7) DUE TO OTHER REASONS, SEVEN (7) DUE TO PERIPROSTHETIC FRACTURE OF THE STEM, SIX (6) DUE TO SOCKET MALALIGNMENT, FOUR (4) DUE TO LYSIS OF THE STEM, FOUR (4) DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) DUE TO WEAR OF THE ACETABULAR COMPONENT, TWO (2) DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWO (2) DUE TO STEM MALALIGNMENT, ONE (1) DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS, ONE (1) DUE TO LINER DISSOCIATION, ONE (1) DUE TO IMPLANT FRACTURE OF THE HEAD, ONE (1) DUE TO IMPLANT FRACTURE OF THE STEM, AND ONE (1) DUE TO LYSIS OF THE SOCKET. OF THE 90 TOTAL REVISION SURGERIES, 85 WERE PREVIOUSLY SUBMITTED TO FDA (OF THESE, ONE LINE WAS CORRECTED IN 1020279-2025-00944 AS UNREVISED) AND 6 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. SPECTRON EF FEMORAL STEM: A TOTAL OF ONE THOUSAND SIX HUNDRED AND FIVE (1,605) HIPS UNDERWENT PRIMARY THR BETWEEN 03-APR-2003 AND 16-FEB-2024 IN WHICH A SPECTRON EF FEMORAL STEM WAS IMPLANTED. OF THESE, SEVENTY-SEVEN (77) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FORTY-FOUR (44) HIPS DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWENTY-EIGHT (28) DUE TO ASEPTIC LOOSENING OF THE STEM, TEN (10) DUE TO PROSTHESIS DISLOCATION/SUBLUXATION, TWELVE (12) DUE TO LYSIS OF THE SOCKET, TEN (10) DUE TO LYSIS OF THE STEM, EIGHT (8) DUE TO WEAR OF ACETABULAR COMPONENT, SEVEN (7) DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS, FIVE (5) DUE TO INFECTION, SEVEN (7) DUE TO PAIN, FIVE (5) DUE TO MALALIGNMENT OF THE SOCKET, TWO (2) DUE TO PERIPROSTHETIC FRACTURE STEM, ONE (1) DUE TO IMPLANT FRACTURE OF THE SOCKET, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO PERI-PROSTHETIC FRACTURE, ONE (1) DUE TO DISSOCIATION OF LINER, ONE (1) DUE TO IMPLANT FRACTURE OF NON-CERAMIC COMPONENT SOCKET, ONE (1) DUE TO PERIPROSTHETIC FRACTURE SOCKET. OF THE 77 TOTAL REVISION SURGERIES, 71 WERE PREVIOUSLY SUBMITTED TO FDA AND 6 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF 12 REVISIONS WAS IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE R3 ACETABULAR SYSTEM AND THE SPECTRON HIP STEM SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. MONTHLY DATA DOWNLOADS DOCUMENTED BY THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE IN THE CORRESPONDING ANALYZED TOTAL HIP REPLACEMENT (THR) PROCEDURES WERE STUDIED. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE NATIONAL JOINT REGISTRY (NJR). R3 ACETABULAR SYSTEM: CUMULATIVE REVISION RATES OF THE R3 BIOLOX DELTA CERAMIC LINER WERE STATISTICALLY LOWER COMPARED TO THE CEMENTLESS THR CLASS AT ALL POSTOPERATIVE YEARS EVALUATED (1, 3, 5, 10, AND 15 YEARS), AS DETERMINED BY NON-OVERLAPPING 95% CONFIDENCE INTERVALS. SPECTRON HIP STEM SYSTEM: CUMULATIVE REVISION RATES OF THE SPECTRON EF STANDARD OFFSET STEM WERE IN LINE OR LOWER THAN THE CLASS, AS INDICATED BY OVERLAPPING CONFIDENCE INTERVALS FOR ALL TIME POINTS AT 1-10 YEARS. SIMILARLY, THE REVISION RATES OF THE SPECTRON EF HIGH OFFSET STEM ARE IN LINE WITH THE CLASS AT 1-7 YEARS, AS INDICATED BY OVERLAPPING CONFIDENCE INTERVALS. HOWEVER, AT 8-10 YEARS THE REVISION RATES ARE STATISTICALLY HIGHER COMPARED TO THE CLASS AS DETERMINED BY NON-OVERLAPPING CONFIDENCE INTERVALS. THIS MAY BE DRIVEN BY THE DIFFERENCE IN INDICATIONS FOR IMPLANTATION: THE SPECTRON EF HIGH OFFSET STEM HAS A LOWER PROPORTION OF OSTEOARTHRITIS COMPARED TO CLASS, AND A HIGHER PROPORTION OF COMPLEX INDICATIONS, SUCH AS ACUTE TRAUMA TO THE NECK OF FEMUR. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP REPLACEMENT (THR): PRIMARY TOTAL HIP REPLACEMENT (THR): R3 BIOLOX DELTA CERAMIC LINER: A TOTAL OF FOUR THOUSAND FIVE HUNDRED AND THIRTEEN (4,513) HIPS UNDERWENT PRIMARY THA BETWEEN 24-APR-2008 AND 26-JAN-2026 WHICH A R3 BIOLOX DELTA CERAMIC LINER WAS IMPLANTED. OF THESE, NINETY (90) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THIRTY FOUR (34) HIPS DUE TO ASEPTIC LOOSENING OF THE STEM, THIRTEEN (13) DUE TO INFECTION, TEN (10) DUE TO DISLOCATION/SUBLUXATION, TEN (10) DUE TO PAIN, SEVEN (7) DUE TO OTHER REASONS, SEVEN (7) DUE TO PERIPROSTHETIC FRACTURE OF THE STEM, SIX (6) DUE TO SOCKET MALALIGNMENT, FOUR (4) DUE TO LYSIS OF THE STEM, FOUR (4) DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) DUE TO WEAR OF THE ACETABULAR COMPONENT, TWO (2) DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWO (2) DUE TO STEM MALALIGNMENT, ONE (1) DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS, ONE (1) DUE TO LINER DISSOCIATION, ONE (1) DUE TO IMPLANT FRACTURE OF THE HEAD, ONE (1) DUE TO IMPLANT FRACTURE OF THE STEM, AND ONE (1) DUE TO LYSIS OF THE SOCKET. OF THE 90 TOTAL REVISION SURGERIES, 85 WERE PREVIOUSLY SUBMITTED TO FDA (OF THESE, ONE LINE WAS CORRECTED IN 1020279-2025-00944 AS UNREVISED) AND 6 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. SPECTRON EF FEMORAL STEM: A TOTAL OF ONE THOUSAND SIX HUNDRED AND FIVE (1,605) HIPS UNDERWENT PRIMARY THR BETWEEN 03-APR-2003 AND 16-FEB-2024 IN WHICH A SPECTRON EF FEMORAL STEM WAS IMPLANTED. OF THESE, SEVENTY-SEVEN (77) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FORTY-FOUR (44) HIPS DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWENTY-EIGHT (28) DUE TO ASEPTIC LOOSENING OF THE STEM, TEN (10) DUE TO PROSTHESIS DISLOCATION/SUBLUXATION, TWELVE (12) DUE TO LYSIS OF THE SOCKET, TEN (10) DUE TO LYSIS OF THE STEM, EIGHT (8) DUE TO WEAR OF ACETABULAR COMPONENT, SEVEN (7) DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS, FIVE (5) DUE TO INFECTION, SEVEN (7) DUE TO PAIN, FIVE (5) DUE TO MALALIGNMENT OF THE SOCKET, TWO (2) DUE TO PERIPROSTHETIC FRACTURE STEM, ONE (1) DUE TO IMPLANT FRACTURE OF THE SOCKET, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO PERI-PROSTHETIC FRACTURE, ONE (1) DUE TO DISSOCIATION OF LINER, ONE (1) DUE TO IMPLANT FRACTURE OF NON-CERAMIC COMPONENT SOCKET, ONE (1) DUE TO PERIPROSTHETIC FRACTURE SOCKET. OF THE 77 TOTAL REVISION SURGERIES, 71 WERE PREVIOUSLY SUBMITTED TO FDA AND 6 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF 12 REVISIONS WAS IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00267327-1-L86,12/21/2025,7/15/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 52MM,71331752,08FT21388,71331752,,03596010597465,,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 using a R3 36MM ID INTL DLT CER LNR 52MM. From these, one (1) hip required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 which a R3 BIOLOX Delta Ceramic Liner was implanted. Of these, ninety (90) hips required revision due to the following reasons: thirty four (34) hips due to aseptic loosening of the stem, thirteen (13) due to infection, ten (10) due to dislocation/subluxation, ten (10) due to pain, seven (7) due to other reasons, seven (7) due to periprosthetic fracture of the stem, six (6) due to socket malalignment, four (4) due to lysis of the stem, four (4) due to periprosthetic fracture, four (4) due to wear of the acetabular component, two (2) due to aseptic loosening of the socket, two (2) due to stem malalignment, one (1) due to adverse soft tissue reaction to particulate debris, one (1) due to liner dissociation, one (1) due to implant fracture of the head, one (1) due to implant fracture of the stem, and one (1) due to lysis of the socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 24-Apr-2008 and 26-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA underwent primary THA in which a R3 BIOLOX Delta Ceramic Liner was implanted in United Kingdom between 24-Apr-2008 and 26-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 0.51% (0.34%-0.77%) vs. 0.91% (0.89%-0.94%) of the class;- At 3rd postoperative year: 0.81% (0.58%-1.12%) vs. 1.60% (1.57%-1.63%) of the class;- At 5th postoperative year: 1.05% (0.79%-1.40%) vs. 2.25% (2.21%-2.29%) of the class;- At 10th postoperative year: 1.97% (1.57%-2.46%) vs. 4.08% (4.02%-4.14%) of the class;- At 15th postoperative year: 2.58% (2.07%-3.23%) vs. 6.29% (6.19%-6.40%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the THR class at all postoperative years evaluated (1, 3, 5, 10, and 15 years), as determined by non?overlapping 95% confidence intervals. At each of these timepoints, the study device demonstrates significantly lower cumulative revision rates compared with the THR (All cementless THA) class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,71,Female,,4/7/2009,12/21/2025,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267327-1-L87,7/24/2025,7/15/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 62MM,71331762,8FT21398,71331762,,03596010597519,,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 using a R3 36MM ID INTL DLT CER LNR 62MM. From these, one (1) hip required revision surgery due to Loosening ¿ stem.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 which a R3 BIOLOX Delta Ceramic Liner was implanted. Of these, ninety (90) hips required revision due to the following reasons: thirty four (34) hips due to aseptic loosening of the stem, thirteen (13) due to infection, ten (10) due to dislocation/subluxation, ten (10) due to pain, seven (7) due to other reasons, seven (7) due to periprosthetic fracture of the stem, six (6) due to socket malalignment, four (4) due to lysis of the stem, four (4) due to periprosthetic fracture, four (4) due to wear of the acetabular component, two (2) due to aseptic loosening of the socket, two (2) due to stem malalignment, one (1) due to adverse soft tissue reaction to particulate debris, one (1) due to liner dissociation, one (1) due to implant fracture of the head, one (1) due to implant fracture of the stem, and one (1) due to lysis of the socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 24-Apr-2008 and 26-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA underwent primary THA in which a R3 BIOLOX Delta Ceramic Liner was implanted in United Kingdom between 24-Apr-2008 and 26-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 0.51% (0.34%-0.77%) vs. 0.91% (0.89%-0.94%) of the class;- At 3rd postoperative year: 0.81% (0.58%-1.12%) vs. 1.60% (1.57%-1.63%) of the class;- At 5th postoperative year: 1.05% (0.79%-1.40%) vs. 2.25% (2.21%-2.29%) of the class;- At 10th postoperative year: 1.97% (1.57%-2.46%) vs. 4.08% (4.02%-4.14%) of the class;- At 15th postoperative year: 2.58% (2.07%-3.23%) vs. 6.29% (6.19%-6.40%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the THR class at all postoperative years evaluated (1, 3, 5, 10, and 15 years), as determined by non?overlapping 95% confidence intervals. At each of these timepoints, the study device demonstrates significantly lower cumulative revision rates compared with the THR (All cementless THA) class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,62,Male,108,10/23/2009,7/24/2025,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267327-1-L88,5/19/2025,7/15/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 56MM,71331756,11FT07770,71331756,,03596010597489,,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 using a R3 36MM ID INTL DLT CER LNR 56MM. From these, one (1) hip required revision surgery due to Loosening ¿ stem.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 which a R3 BIOLOX Delta Ceramic Liner was implanted. Of these, ninety (90) hips required revision due to the following reasons: thirty four (34) hips due to aseptic loosening of the stem, thirteen (13) due to infection, ten (10) due to dislocation/subluxation, ten (10) due to pain, seven (7) due to other reasons, seven (7) due to periprosthetic fracture of the stem, six (6) due to socket malalignment, four (4) due to lysis of the stem, four (4) due to periprosthetic fracture, four (4) due to wear of the acetabular component, two (2) due to aseptic loosening of the socket, two (2) due to stem malalignment, one (1) due to adverse soft tissue reaction to particulate debris, one (1) due to liner dissociation, one (1) due to implant fracture of the head, one (1) due to implant fracture of the stem, and one (1) due to lysis of the socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 24-Apr-2008 and 26-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA underwent primary THA in which a R3 BIOLOX Delta Ceramic Liner was implanted in United Kingdom between 24-Apr-2008 and 26-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 0.51% (0.34%-0.77%) vs. 0.91% (0.89%-0.94%) of the class;- At 3rd postoperative year: 0.81% (0.58%-1.12%) vs. 1.60% (1.57%-1.63%) of the class;- At 5th postoperative year: 1.05% (0.79%-1.40%) vs. 2.25% (2.21%-2.29%) of the class;- At 10th postoperative year: 1.97% (1.57%-2.46%) vs. 4.08% (4.02%-4.14%) of the class;- At 15th postoperative year: 2.58% (2.07%-3.23%) vs. 6.29% (6.19%-6.40%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the THR class at all postoperative years evaluated (1, 3, 5, 10, and 15 years), as determined by non?overlapping 95% confidence intervals. At each of these timepoints, the study device demonstrates significantly lower cumulative revision rates compared with the THR (All cementless THA) class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,80,3/19/2012,5/19/2025,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267327-1-L89,12/9/2025,7/15/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 56MM,71331756,13LT37094,71331756,,03596010597489,,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 using a R3 36MM ID INTL DLT CER LNR 56MM. From these, one (1) hip required revision surgery due to Loosening ¿ stem.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 which a R3 BIOLOX Delta Ceramic Liner was implanted. Of these, ninety (90) hips required revision due to the following reasons: thirty four (34) hips due to aseptic loosening of the stem, thirteen (13) due to infection, ten (10) due to dislocation/subluxation, ten (10) due to pain, seven (7) due to other reasons, seven (7) due to periprosthetic fracture of the stem, six (6) due to socket malalignment, four (4) due to lysis of the stem, four (4) due to periprosthetic fracture, four (4) due to wear of the acetabular component, two (2) due to aseptic loosening of the socket, two (2) due to stem malalignment, one (1) due to adverse soft tissue reaction to particulate debris, one (1) due to liner dissociation, one (1) due to implant fracture of the head, one (1) due to implant fracture of the stem, and one (1) due to lysis of the socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 24-Apr-2008 and 26-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA underwent primary THA in which a R3 BIOLOX Delta Ceramic Liner was implanted in United Kingdom between 24-Apr-2008 and 26-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 0.51% (0.34%-0.77%) vs. 0.91% (0.89%-0.94%) of the class;- At 3rd postoperative year: 0.81% (0.58%-1.12%) vs. 1.60% (1.57%-1.63%) of the class;- At 5th postoperative year: 1.05% (0.79%-1.40%) vs. 2.25% (2.21%-2.29%) of the class;- At 10th postoperative year: 1.97% (1.57%-2.46%) vs. 4.08% (4.02%-4.14%) of the class;- At 15th postoperative year: 2.58% (2.07%-3.23%) vs. 6.29% (6.19%-6.40%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the THR class at all postoperative years evaluated (1, 3, 5, 10, and 15 years), as determined by non?overlapping 95% confidence intervals. At each of these timepoints, the study device demonstrates significantly lower cumulative revision rates compared with the THR (All cementless THA) class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,,5/29/2014,12/9/2025,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267327-1-L90,8/6/2025,7/15/2026,4/1/2026,R3 Acetabular System,R3 32MM ID INTL DLT CER LNR 48MM,71331748,16GT73679,71331748,,03596010597441,,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 using a R3 32MM ID INTL DLT CER LNR 48MM. From these, one (1) hip required revision surgery due to Lysis ¿ Stem/Unexplained Pain/Adverse Soft Tissue Reaction to Particulate Debris.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 which a R3 BIOLOX Delta Ceramic Liner was implanted. Of these, ninety (90) hips required revision due to the following reasons: thirty four (34) hips due to aseptic loosening of the stem, thirteen (13) due to infection, ten (10) due to dislocation/subluxation, ten (10) due to pain, seven (7) due to other reasons, seven (7) due to periprosthetic fracture of the stem, six (6) due to socket malalignment, four (4) due to lysis of the stem, four (4) due to periprosthetic fracture, four (4) due to wear of the acetabular component, two (2) due to aseptic loosening of the socket, two (2) due to stem malalignment, one (1) due to adverse soft tissue reaction to particulate debris, one (1) due to liner dissociation, one (1) due to implant fracture of the head, one (1) due to implant fracture of the stem, and one (1) due to lysis of the socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 24-Apr-2008 and 26-Jan-2026 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA underwent primary THA in which a R3 BIOLOX Delta Ceramic Liner was implanted in United Kingdom between 24-Apr-2008 and 26-Jan-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 0.51% (0.34%-0.77%) vs. 0.91% (0.89%-0.94%) of the class;- At 3rd postoperative year: 0.81% (0.58%-1.12%) vs. 1.60% (1.57%-1.63%) of the class;- At 5th postoperative year: 1.05% (0.79%-1.40%) vs. 2.25% (2.21%-2.29%) of the class;- At 10th postoperative year: 1.97% (1.57%-2.46%) vs. 4.08% (4.02%-4.14%) of the class;- At 15th postoperative year: 2.58% (2.07%-3.23%) vs. 6.29% (6.19%-6.40%) of the class;By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the study device and the THR class at all postoperative years evaluated (1, 3, 5, 10, and 15 years), as determined by non?overlapping 95% confidence intervals. At each of these timepoints, the study device demonstrates significantly lower cumulative revision rates compared with the THR (All cementless THA) class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Female,48,12/15/2016,8/6/2025,E040203;E1627;E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267327-1-L91,4/17/2025,7/15/2026,4/1/2026,R3 Acetabular System,R3 32MM ID INTL DLT CER LNR 48MM,71331748,16FT71791,71331748,,03596010597441,,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of four thousand five hundred and thirteen (4,513) hips underwent primary THA between 24-Apr-2008 and 26-Jan-2026 using a R3 32MM ID INTL DLT CER LNR 48MM. From these, one (1) hip required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of four thousand four hundred and fifty-nine (4,459) hips underwent primary THA procedures between 24-Apr-2008 and 18-Feb-2025, using an R3 Biolox Delta Ceramic liner. From these, eighty-five (85) hips were later revised due to the following complications: thirty-one (31) hips due to loosening of the stem, thirteen (13) hips due to infection, ten (10) hips due to dislocation/subluxation, nine (9) hips due to unexplained pain, eight (8) hips due to periprosthetic fracture associated to the stem, seven (7) hips due to other/unknown reasons, six (6) hips due to malalignment associated to the socket, four (4) hips due to wear associated to the acetabular component, three (3) hips due to lysis associated to the stem, two (2) hips due to loosening associated to the acetabular component, two (2) hips due to malalignment associated to the stem, two (2) hips due to periprosthetic fracture, one (1) hip due to femoral stem implant fracture, one (1) hip due to dissociation of the liner, one (1) hip due to fracture of the femoral head and one (1) hip due to lysis associated to the acetabular component. It should be noted that more than one reason for revision may be listed for each revision procedure. ;Timeframe of Registry data: Implantations conducted between 24-Apr-2008 and 18-Feb-2025 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and fifty-nine (4,459) primary THA procedures with R3 Biolox Delta Ceramic inserts have been performed in the United Kingdom between 24-Apr-2008 and 18-Feb-2025. The mean cumulative revision rates for the R3 Biolox Delta Ceramic insert were in line with the mean cumulative revision rates for the THA NJR class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.52% (0.34%-0.78%) vs 0.79% (0.78%-0.81%) of the class.;o At 3rd postoperative year: 0.82% (0.59%-1.13%) vs 1.42% (1.40%-1.44%) of the class.;o At 5th postoperative year: 1.07% (0.80%-1.42%) vs 2.0% (1.97%-2.02%) of the class.;o At 10th postoperative year: 1.99% (1.58%-2.50%) vs 3.74% (3.70%-3.78%) of the class.;o At 15th postoperative year: 2.70% (2.12%-3.42%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Avascular Necrosis (AVN); Trauma - Chronic,34,Male,106,8/6/2019,4/17/2025,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268298-1-L72,12/3/2024,7/15/2026,4/16/2026,SPECTRON Hip Stem System ,SPEC EF PRI HIGH OFS 12/14 FEM SZ 2,71312112,17ft88616,71312112,,03596010195579,K970351,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 using a SPECTRON EF Femoral Stem . Of these, one (1) hip required revision surgery due to Loosening stem/Lysis Stem/Wear of Acetabular Component/Dissociation of liner/Adverse Soft Tissue Reaction to Particulate Debris/Implant Fracture of a non ceramic component - Socket.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 in which a SPECTRON EF Femoral Stem was implanted. Of these, seventy-seven (77) hips required revision due to the following reasons: forty-four (44) hips due to aseptic loosening of the socket, twenty-eight (28) due to aseptic loosening of the stem, ten (10) due to prosthesis dislocation/subluxation, twelve (12) due to lysis of the socket, ten (10) due to lysis of the stem, ten (10) due to wear of acetabular component, seven (7) due to adverse soft tissue reaction to particulate debris, eight (8) due to infection, seven (7) due to pain, five (5) due to malalignment of the socket, two (2) due to periprosthetic fracture stem, one (1) due to implant fracture of the socket, one (1) due to leg length discrepancy, one (1) due to peri-prosthetic fracture, one (1) due to dissociation of liner, one (1) due to implant fracture of non-ceramic component socket, one (1) due to periprosthetic fracture socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 16-Feb-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and five (1,605) hips underwent primary THR in which a SPECTRON EF Femoral Stem was implanted in United Kingdom between 03-Apr-2003 and 16-Feb-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;SPECTRON EF High Offset:; At 1st postoperative year: 0.38% (0.10%¿1.52%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.38% (0.10%¿1.52%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.78% (0.29%¿2.07%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 1.44% (0.69%¿2.99%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 1.67% (0.84%¿3.33%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 2.43% (1.35%¿4.36%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 3.56% (2.15%¿5.87%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 4.94% (3.15%¿7.72%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 5.34% (3.43%¿8.26%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 7.21% (4.79%¿10.78%) vs 3.22% (3.18%¿3.25%) of the class;SPECTRON EF Standard Offset: ; At 1st postoperative year: 0.67% (0.32%¿1.40%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.77% (0.38%¿1.53%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.77% (0.38%¿1.53%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 0.88% (0.46%¿1.68%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 0.88% (0.46%¿1.68%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 1.00% (0.54%¿1.86%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 1.28% (0.72%¿2.25%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 1.75% (1.05%¿2.92%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 1.75% (1.05%¿2.92%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 2.16% (1.32%¿3.52%) vs 3.22% (3.18%¿3.25%) of the class;The Kaplan Meier revision rates of the SPECTRON EF Standard Offset Stem is in line or lower than the class, as indicated by overlapping confidence intervals for all time points at 1-10 years. Similarly, the revision rates of the SPECTRON EF High Offset Stem are in line with the class at 1-7 years, as indicated by overlapping confidence intervals. However, at 8-10 years the revision rates are statistically higher compared to the class as determined by non-overlapping confidence intervals. This may be driven by the difference in indications for implantation: the SPECTRON EF High Offset Stem has a lower proportion of osteoarthritis compared to class, and a higher proportion of complex indications, such as acute trauma to the neck of femur.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,78,Female,,11/30/2017,12/3/2024,E161201;E1627;E2401;E040203;E2127,F1905,A0102;A24;A040503;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268298-1-L73,5/22/2025,7/15/2026,4/16/2026,SPECTRON Hip Stem System ,SPEC EF PRI STD OFS 12/14 FEM SZ 3,71312103,12mt26288,71312103,,03596010195531,K970351,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 using a SPECTRON EF Femoral Stem . Of these, one (1) hip required revision surgery due to Loosening stem/Leg Length Discrepancy/Periprosthetic Fracture.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 in which a SPECTRON EF Femoral Stem was implanted. Of these, seventy-seven (77) hips required revision due to the following reasons: forty-four (44) hips due to aseptic loosening of the socket, twenty-eight (28) due to aseptic loosening of the stem, ten (10) due to prosthesis dislocation/subluxation, twelve (12) due to lysis of the socket, ten (10) due to lysis of the stem, ten (10) due to wear of acetabular component, seven (7) due to adverse soft tissue reaction to particulate debris, eight (8) due to infection, seven (7) due to pain, five (5) due to malalignment of the socket, two (2) due to periprosthetic fracture stem, one (1) due to implant fracture of the socket, one (1) due to leg length discrepancy, one (1) due to peri-prosthetic fracture, one (1) due to dissociation of liner, one (1) due to implant fracture of non-ceramic component socket, one (1) due to periprosthetic fracture socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 16-Feb-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and five (1,605) hips underwent primary THR in which a SPECTRON EF Femoral Stem was implanted in United Kingdom between 03-Apr-2003 and 16-Feb-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;SPECTRON EF High Offset:; At 1st postoperative year: 0.38% (0.10%¿1.52%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.38% (0.10%¿1.52%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.78% (0.29%¿2.07%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 1.44% (0.69%¿2.99%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 1.67% (0.84%¿3.33%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 2.43% (1.35%¿4.36%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 3.56% (2.15%¿5.87%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 4.94% (3.15%¿7.72%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 5.34% (3.43%¿8.26%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 7.21% (4.79%¿10.78%) vs 3.22% (3.18%¿3.25%) of the class;SPECTRON EF Standard Offset: ; At 1st postoperative year: 0.67% (0.32%¿1.40%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.77% (0.38%¿1.53%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.77% (0.38%¿1.53%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 0.88% (0.46%¿1.68%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 0.88% (0.46%¿1.68%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 1.00% (0.54%¿1.86%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 1.28% (0.72%¿2.25%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 1.75% (1.05%¿2.92%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 1.75% (1.05%¿2.92%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 2.16% (1.32%¿3.52%) vs 3.22% (3.18%¿3.25%) of the class;The Kaplan Meier revision rates of the SPECTRON EF Standard Offset Stem is in line or lower than the class, as indicated by overlapping confidence intervals for all time points at 1-10 years. Similarly, the revision rates of the SPECTRON EF High Offset Stem are in line with the class at 1-7 years, as indicated by overlapping confidence intervals. However, at 8-10 years the revision rates are statistically higher compared to the class as determined by non-overlapping confidence intervals. This may be driven by the difference in indications for implantation: the SPECTRON EF High Offset Stem has a lower proportion of osteoarthritis compared to class, and a higher proportion of complex indications, such as acute trauma to the neck of femur.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Trauma - Chronic,69,Male,,4/24/2013,5/22/2025,E161201;E1634;E2127,F1905,A0102;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268298-1-L74,5/22/2025,7/15/2026,4/16/2026,SPECTRON Hip Stem System ,SPEC EF PRI HIGH OFS 12/14 FEM SZ 2,71312112,19CT18371,71312112,,03596010195579,K970351,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 using a SPECTRON EF Femoral Stem . Of these, one (1) hip required revision surgery due to Malalignment Socket/Dislocation/Subluxation.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 in which a SPECTRON EF Femoral Stem was implanted. Of these, seventy-seven (77) hips required revision due to the following reasons: forty-four (44) hips due to aseptic loosening of the socket, twenty-eight (28) due to aseptic loosening of the stem, ten (10) due to prosthesis dislocation/subluxation, twelve (12) due to lysis of the socket, ten (10) due to lysis of the stem, ten (10) due to wear of acetabular component, seven (7) due to adverse soft tissue reaction to particulate debris, eight (8) due to infection, seven (7) due to pain, five (5) due to malalignment of the socket, two (2) due to periprosthetic fracture stem, one (1) due to implant fracture of the socket, one (1) due to leg length discrepancy, one (1) due to peri-prosthetic fracture, one (1) due to dissociation of liner, one (1) due to implant fracture of non-ceramic component socket, one (1) due to periprosthetic fracture socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 16-Feb-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and five (1,605) hips underwent primary THR in which a SPECTRON EF Femoral Stem was implanted in United Kingdom between 03-Apr-2003 and 16-Feb-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;SPECTRON EF High Offset:; At 1st postoperative year: 0.38% (0.10%¿1.52%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.38% (0.10%¿1.52%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.78% (0.29%¿2.07%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 1.44% (0.69%¿2.99%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 1.67% (0.84%¿3.33%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 2.43% (1.35%¿4.36%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 3.56% (2.15%¿5.87%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 4.94% (3.15%¿7.72%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 5.34% (3.43%¿8.26%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 7.21% (4.79%¿10.78%) vs 3.22% (3.18%¿3.25%) of the class;SPECTRON EF Standard Offset: ; At 1st postoperative year: 0.67% (0.32%¿1.40%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.77% (0.38%¿1.53%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.77% (0.38%¿1.53%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 0.88% (0.46%¿1.68%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 0.88% (0.46%¿1.68%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 1.00% (0.54%¿1.86%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 1.28% (0.72%¿2.25%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 1.75% (1.05%¿2.92%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 1.75% (1.05%¿2.92%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 2.16% (1.32%¿3.52%) vs 3.22% (3.18%¿3.25%) of the class;The Kaplan Meier revision rates of the SPECTRON EF Standard Offset Stem is in line or lower than the class, as indicated by overlapping confidence intervals for all time points at 1-10 years. Similarly, the revision rates of the SPECTRON EF High Offset Stem are in line with the class at 1-7 years, as indicated by overlapping confidence intervals. However, at 8-10 years the revision rates are statistically higher compared to the class as determined by non-overlapping confidence intervals. This may be driven by the difference in indications for implantation: the SPECTRON EF High Offset Stem has a lower proportion of osteoarthritis compared to class, and a higher proportion of complex indications, such as acute trauma to the neck of femur.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,86,Female,,12/13/2019,5/22/2025,E2308;E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268298-1-L75,6/10/2025,7/15/2026,4/16/2026,SPECTRON Hip Stem System ,SPEC EF PRI STD OFS 12/14 FEM SZ 2,71312102,04LT84719,71312102,,03596010195524,K970351,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 using a SPECTRON EF Femoral Stem . Of these, one (1) hip required revision surgery due to Infection.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 in which a SPECTRON EF Femoral Stem was implanted. Of these, seventy-seven (77) hips required revision due to the following reasons: forty-four (44) hips due to aseptic loosening of the socket, twenty-eight (28) due to aseptic loosening of the stem, ten (10) due to prosthesis dislocation/subluxation, twelve (12) due to lysis of the socket, ten (10) due to lysis of the stem, ten (10) due to wear of acetabular component, seven (7) due to adverse soft tissue reaction to particulate debris, eight (8) due to infection, seven (7) due to pain, five (5) due to malalignment of the socket, two (2) due to periprosthetic fracture stem, one (1) due to implant fracture of the socket, one (1) due to leg length discrepancy, one (1) due to peri-prosthetic fracture, one (1) due to dissociation of liner, one (1) due to implant fracture of non-ceramic component socket, one (1) due to periprosthetic fracture socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 16-Feb-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and five (1,605) hips underwent primary THR in which a SPECTRON EF Femoral Stem was implanted in United Kingdom between 03-Apr-2003 and 16-Feb-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;SPECTRON EF High Offset:; At 1st postoperative year: 0.38% (0.10%¿1.52%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.38% (0.10%¿1.52%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.78% (0.29%¿2.07%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 1.44% (0.69%¿2.99%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 1.67% (0.84%¿3.33%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 2.43% (1.35%¿4.36%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 3.56% (2.15%¿5.87%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 4.94% (3.15%¿7.72%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 5.34% (3.43%¿8.26%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 7.21% (4.79%¿10.78%) vs 3.22% (3.18%¿3.25%) of the class;SPECTRON EF Standard Offset: ; At 1st postoperative year: 0.67% (0.32%¿1.40%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.77% (0.38%¿1.53%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.77% (0.38%¿1.53%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 0.88% (0.46%¿1.68%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 0.88% (0.46%¿1.68%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 1.00% (0.54%¿1.86%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 1.28% (0.72%¿2.25%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 1.75% (1.05%¿2.92%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 1.75% (1.05%¿2.92%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 2.16% (1.32%¿3.52%) vs 3.22% (3.18%¿3.25%) of the class;The Kaplan Meier revision rates of the SPECTRON EF Standard Offset Stem is in line or lower than the class, as indicated by overlapping confidence intervals for all time points at 1-10 years. Similarly, the revision rates of the SPECTRON EF High Offset Stem are in line with the class at 1-7 years, as indicated by overlapping confidence intervals. However, at 8-10 years the revision rates are statistically higher compared to the class as determined by non-overlapping confidence intervals. This may be driven by the difference in indications for implantation: the SPECTRON EF High Offset Stem has a lower proportion of osteoarthritis compared to class, and a higher proportion of complex indications, such as acute trauma to the neck of femur.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,90,Female,,3/10/2005,6/10/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268298-1-L76,6/26/2025,7/15/2026,4/16/2026,SPECTRON Hip Stem System ,SPEC EF PRI STD OFS 12/14 FEM SZ 3,71312103,06at94569,71312103,,03596010195531,K970351,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 using a SPECTRON EF Femoral Stem . Of these, one (1) hip required revision surgery due to Loosening - socket/Lysis Stem/Lysis Socket/Wear of Acetabular Component/Adverse Soft Tissue Reaction to Particulate Debris.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 in which a SPECTRON EF Femoral Stem was implanted. Of these, seventy-seven (77) hips required revision due to the following reasons: forty-four (44) hips due to aseptic loosening of the socket, twenty-eight (28) due to aseptic loosening of the stem, ten (10) due to prosthesis dislocation/subluxation, twelve (12) due to lysis of the socket, ten (10) due to lysis of the stem, ten (10) due to wear of acetabular component, seven (7) due to adverse soft tissue reaction to particulate debris, eight (8) due to infection, seven (7) due to pain, five (5) due to malalignment of the socket, two (2) due to periprosthetic fracture stem, one (1) due to implant fracture of the socket, one (1) due to leg length discrepancy, one (1) due to peri-prosthetic fracture, one (1) due to dissociation of liner, one (1) due to implant fracture of non-ceramic component socket, one (1) due to periprosthetic fracture socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 16-Feb-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and five (1,605) hips underwent primary THR in which a SPECTRON EF Femoral Stem was implanted in United Kingdom between 03-Apr-2003 and 16-Feb-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;SPECTRON EF High Offset:; At 1st postoperative year: 0.38% (0.10%¿1.52%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.38% (0.10%¿1.52%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.78% (0.29%¿2.07%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 1.44% (0.69%¿2.99%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 1.67% (0.84%¿3.33%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 2.43% (1.35%¿4.36%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 3.56% (2.15%¿5.87%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 4.94% (3.15%¿7.72%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 5.34% (3.43%¿8.26%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 7.21% (4.79%¿10.78%) vs 3.22% (3.18%¿3.25%) of the class;SPECTRON EF Standard Offset: ; At 1st postoperative year: 0.67% (0.32%¿1.40%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.77% (0.38%¿1.53%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.77% (0.38%¿1.53%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 0.88% (0.46%¿1.68%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 0.88% (0.46%¿1.68%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 1.00% (0.54%¿1.86%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 1.28% (0.72%¿2.25%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 1.75% (1.05%¿2.92%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 1.75% (1.05%¿2.92%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 2.16% (1.32%¿3.52%) vs 3.22% (3.18%¿3.25%) of the class;The Kaplan Meier revision rates of the SPECTRON EF Standard Offset Stem is in line or lower than the class, as indicated by overlapping confidence intervals for all time points at 1-10 years. Similarly, the revision rates of the SPECTRON EF High Offset Stem are in line with the class at 1-7 years, as indicated by overlapping confidence intervals. However, at 8-10 years the revision rates are statistically higher compared to the class as determined by non-overlapping confidence intervals. This may be driven by the difference in indications for implantation: the SPECTRON EF High Offset Stem has a lower proportion of osteoarthritis compared to class, and a higher proportion of complex indications, such as acute trauma to the neck of femur.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Seropositive Rheumatoid Arthritis,73,Female,,10/21/2006,6/26/2025,E161201;E1627;E2401;E040203,F1905,A0102;A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268298-1-L77,8/6/2025,7/15/2026,4/16/2026,SPECTRON Hip Stem System ,SPEC EF PRI HIGH OFS 12/14 FEM SZ 2,71312112,16gt73687,71312112,,03596010195579,K970351,,IN,"It was reported that, based on data from the National Joint Registry (NJR) from United Kingdom, a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 using a SPECTRON EF Femoral Stem . Of these, one (1) hip required revision surgery due to Lysis Stem/Unexplained Pain/Adverse Soft Tissue Reaction to Particulate Debris.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of one thousand six hundred and five (1,605) hips underwent primary THR between 03-Apr-2003 and 16-Feb-2024 in which a SPECTRON EF Femoral Stem was implanted. Of these, seventy-seven (77) hips required revision due to the following reasons: forty-four (44) hips due to aseptic loosening of the socket, twenty-eight (28) due to aseptic loosening of the stem, ten (10) due to prosthesis dislocation/subluxation, twelve (12) due to lysis of the socket, ten (10) due to lysis of the stem, ten (10) due to wear of acetabular component, seven (7) due to adverse soft tissue reaction to particulate debris, eight (8) due to infection, seven (7) due to pain, five (5) due to malalignment of the socket, two (2) due to periprosthetic fracture stem, one (1) due to implant fracture of the socket, one (1) due to leg length discrepancy, one (1) due to peri-prosthetic fracture, one (1) due to dissociation of liner, one (1) due to implant fracture of non-ceramic component socket, one (1) due to periprosthetic fracture socket. Multiple reasons for revision may be listed for a single procedure.;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 16-Feb-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and five (1,605) hips underwent primary THR in which a SPECTRON EF Femoral Stem was implanted in United Kingdom between 03-Apr-2003 and 16-Feb-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;SPECTRON EF High Offset:; At 1st postoperative year: 0.38% (0.10%¿1.52%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.38% (0.10%¿1.52%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.78% (0.29%¿2.07%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 1.44% (0.69%¿2.99%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 1.67% (0.84%¿3.33%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 2.43% (1.35%¿4.36%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 3.56% (2.15%¿5.87%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 4.94% (3.15%¿7.72%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 5.34% (3.43%¿8.26%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 7.21% (4.79%¿10.78%) vs 3.22% (3.18%¿3.25%) of the class;SPECTRON EF Standard Offset: ; At 1st postoperative year: 0.67% (0.32%¿1.40%) vs 0.76% (0.75%¿0.77%) of the class; At 2nd postoperative year: 0.77% (0.38%¿1.53%) vs 1.05% (1.03%¿1.07%) of the class; At 3rd postoperative year: 0.77% (0.38%¿1.53%) vs 1.31% (1.29%¿1.33%) of the class; At 4th postoperative year: 0.88% (0.46%¿1.68%) vs 1.55% (1.53%¿1.57%) of the class; At 5th postoperative year: 0.88% (0.46%¿1.68%) vs 1.80% (1.78%¿1.82%) of the class; At 6th postoperative year: 1.00% (0.54%¿1.86%) vs 2.06% (2.04%¿2.09%) of the class; At 7th postoperative year: 1.28% (0.72%¿2.25%) vs 2.62% (2.59%¿2.64%) of the class; At 8th postoperative year: 1.75% (1.05%¿2.92%) vs 2.62% (2.59%¿2.64%) of the class; At 9th postoperative year: 1.75% (1.05%¿2.92%) vs 2.91% (2.88%¿2.94%) of the class; At 10th postoperative year: 2.16% (1.32%¿3.52%) vs 3.22% (3.18%¿3.25%) of the class;The Kaplan Meier revision rates of the SPECTRON EF Standard Offset Stem is in line or lower than the class, as indicated by overlapping confidence intervals for all time points at 1-10 years. Similarly, the revision rates of the SPECTRON EF High Offset Stem are in line with the class at 1-7 years, as indicated by overlapping confidence intervals. However, at 8-10 years the revision rates are statistically higher compared to the class as determined by non-overlapping confidence intervals. This may be driven by the difference in indications for implantation: the SPECTRON EF High Offset Stem has a lower proportion of osteoarthritis compared to class, and a higher proportion of complex indications, such as acute trauma to the neck of femur.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Female,,12/15/2016,8/6/2025,E1627;E2330;E040203,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;